Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their battery went dead about 2 months ago, and they are unable to charge it. The patient stated that they wore the recharger for 10 hours, but the battery did not charge. They added that they tried charging every week since the battery depleted. The patient noted that they did not need to use their implantable neurostimulator (ins), but lately they need to use it. However, it is not operating. They mentioned that their pain has always been there since being implanted, but their pain became worse on the saturday prior to the report. Troubleshooting could not be done at the time of the report, as the patient did not have their external equipment with them. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.